Event description:
It was reported that the patient missed their refill. The patient was supposed to get their refill on (B)(6) 2015 but canceled because they were not feeling well from pain. The patient started not feeling well a week or so ago ((B)(6) 2015). The patient was told the pump would alarm on the day of report but was not hearing it yet. The patient did not want to get their pump refilled anymore because they were told by the healthcare provider (hcp) that they could not do anything more to help the patient's condition. The patient was told on (B)(6) 2015 by their physician at their appointment, that they could not give the patient enough oral medication to help with the patient's pain condition. The patient went into the emergency room (ER) on (B)(6) 2015 because of the pain and they sent the patient to the doctors office. The hcp told them there was nothing he could do for the patient and sent the patient home. The patient's pain started or got diagnosed in "1993." It was noted that the medication had been increased on (B)(6) 2015 to 0.07507 mg/day. The patient had 2mg tablets of dilaudid and reported that they did not want to refill their pump anymore. The patient did not have anyone to take them to their appointments at the clinic. The patient usually had a caregivers part time, the one that was supposed to come on (B)(6) 2015, didn¿t come. The patient had no one to help. The patient was "feeling suicidal" after their appointment on (B)(6) 2015 and just "wanted to go home and die but can't die from pain." While attempting to transfer the patient over to the suicide hotline, the patient hung up. After calling the patient back, the patient reported they called the home infusion place, who was going to get a doctor's order to "disconnect the pump." The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information)

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94142130, implanted: (B)(6) 1994, product type: catheter, product ID 8711, lot# j11450r41, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).